Event description:
It was reported that a pacemaker emitted beeping tones. Technical services (ts) was consulted and referred the patient to their clinic for further evaluation. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).